Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during wrist surgery, the osteoraptor was broken when screwed-in. The procedure was successfully completed without delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. An analysis of the customer provided images found the device with a broken anchor. A visual inspection found debris on the tip of the shaft and anchor. The proximal end of the anchor is damaged with a missing piece of material. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.